Event description:
Urine samples for two patients tested negative for leukocytes. Patient 1, sample repeated microscopically, gave 500 wbc/hpf, and repeated using dipstick gave 50-100 leukocytes/ul. Patient 2 samples repeated microscopically gave 500 wbc/hpf, and repeated using dipstick gave 100 leukocytes/ul. The initial negative results were not reported. The field service rep determined there was contamination in the water tubing, and cleaning the lines with bleach. Performance tests were performed.